Event description:
As reported to the edwards lifesciences field clinical specialist by the implanting physician, the patient passed away 1 day after the transapical tavr procedure. Per report, during the tavr procedure, upon opening the apical area, the lv apex was described as "very friable". Post valve implant and post sheath removal, pressure was held on the access site and the heparin was reversed. The bleeding became under control and the chest was sutured. The patient left the or suite in stable condition. Upon arrival to his room, the patient was rolled on his side and an abnormal amount of blood filled the chest tube. Blood was given (amount unknown) and the patient stabilized. However, in the middle of the night, the hemodynamics became unstable again, and it was decided by the patient¿s family to not provide further life saving techniques. The patient passed away the next morning. Per report, the cause of death was ¿bleeding out apex¿.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. In this case, the exact source of the reported lv apex bleeding post procedure is unknown. An exploratory surgery to identify the exact source of the blood noted on the chest tube was not performed, as the patient¿s family decided to not provide further live saving techniques. However, per report, the patient¿s advanced age ((B)(6)) and ¿very friable¿ lv was the cause of the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.